Event description:
The physician detected a lump on the patient's middle finger. The physician cut the finger open to find out what it was and found a needle inside. The needle was removed successfully.

Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).